Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test. However, the pump alarmed radio frequency pic failed self-test alarm during self-test due to faulty radio frequency board. The pump was received with cracked battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform an easy bolus into the air. The bolus amount was recorded in the bolus history. The customer stated that the temporary basal was not programmed before the alarm occurred. The insulin pump will be returned for analysis.